Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that device removal or replacement is not planned. The status of the device is unknown. The hcp told them to contact pats for further questions. They have had no help from the either.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefor this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that device removal or replacement is not planned. The status of the device is unknown. The hcp told them to contact pats for further questions. They have had no help from the either.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since implant the patient had made adjustments to therapy settings, but it was "not really working". Patient said that they had tried different programs and had increased the stimulation. The last time the patient changed their settings was on may 30th. Patient stated that they had tried increasing stimulation and that they would be able to feel stimulation and then it would "level off" to where they could "barely feel it". Patient mentioned that it worked a lot better when the stimulation was taped on the outside of their body and they could feel the stimulation in their testicles. Patient said since implant of ins they have felt a "quiver in anal area". During the call the patient increased their stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Patient services redirected to doctor if issue persists. On 2023-jun-30 additional information was received from the patient. It was reported that it was not working. No device concern, no therapy issue, no procedure etc. Issues with therapy device is working but can't find right electrical current to control it. The issue was not due to normal battery depletion. The patient first waited 3 weeks before changing numbers to 1.5 then to 1.8 then 2.0 as their doctor advised. The patient started changing it every 4 days. The issue was not yet resolved. 3.7 was a little too much so they lowered to 3.2. They have tried every 4 days from level 2 1.4 level 3 1.07 level 4 2.5. It seemed to work better taped on felt it really strong in testicles and seemed to be working. On 2024-01-29 additional information was received from the patient. They reported that they got no help from the device. Patient said they haven't used the device in 6 months. Patient said they tried every program. Patient said they sent letters back to medtronic stating he was unhappy and never got help. Patient said he also gave feed back that he was unhappy and needed help. Patient said the hcp was no help so they gave up on the device. Patient said they wanted to know which program would be the best for them to try. Patient said they called in today because they wanted to know if they needed to turn each program off. Reviewed patient just needs to turn the therapy off. Patient said they are going to have the device removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.